Manufacturer narrative:
The device was not returned for analysis, as it was reported to have been discarded at site. No device issue was reported during the procedure. Symptomatic intracerebral hemorrhage (sich) is a known complication of thrombolysis and or mechanical thrombectomy treatment of patients with acute ischemic stroke. In recent randomized clinical trials with primarily stent retrievers including mr clean, escape, swift prime, extend-ia, and revascat, there were no significant differences in sich between treatment and control groups. In this patient, the hemorrhage was reported to be contributed to the transient increase the nihss. The hemorrhage may have been caused/contributed by the tissue plasminogen activator (tpa), as it occurred within 24 hours of the treatment. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Same patient reported in MDR MFR: 2029214-2016-00351.

Event description:
Medtronic received report that the patient experienced symptomatic intracerebral hemorrhage post procedure. Based on the procedure note, the patient was diagnosed with occlusion of the superior m2 segment of the right middle cerebral artery (mca) and received tpa prior to mechanical thrombectomy procedure. The solitaire device was deployed with the thrombus in its midportion. After the solitaire retrieval, the angiogram showed complete recanalization of the right middle cerebral artery. No device issue was reported during the procedure. Post intervention, the patient was reported to have had immediate neurological improvement. It was reported that the patient experienced neurological deterioration post procedure. Baseline nih stroke scale was 20. Just prior to intervention the nih stroke scale was 11. At 24 hours assessment the nih stroke scale was 18. Discharge approximately one month later, the nih stroke scale was 8 and mrs was 5. Post intervention imaging reveals subarachnoid hemorrhage (sah), intraventricular hemorrhage (ivh) and remote intracranial hemorrhage (rih). It was reported that these hemorrhagic events may have attributed to increase nihss.

Manufacturer narrative:
Additional information received 13 july 2016. Medtronic received a report that the core lab assessment of the procedure angiogram indicate the presence of distal emboli. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.